Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative (rep) regarding an implantable neurostim ulator (ins). Caller reports they received a call from the hcp last night, indicating patient is scheduled for ins change out today due to a pin size hole in the ins pocket site. Caller does not know if the site is infected, but physician is going in today to clean out the site, possibility moving the ins a bit higher. Caller does not believe the site is infected. Rep provided more information that there were no signs of infection, but the ins was replaced. There were no issues with the old device other than being exposed.